Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure that the patient's implantable cardioverter defibrillator (ICD) failed to convert an induced ventricular arrhythmia. At the time of the procedure, a defibrillation threshold test was conducted using external patches connected to the ICD which the ICD appropriately delivered shock. However, the ICD was unable to convert the ventricular fibrillation and the patient's arrhythmia was eventually converted using external shock paddles. The ICD was explanted with no replacement. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate high voltage (hv) output was not confirmed. Interrogation of the device revealed that the battery voltage was above elective replacement level when received. A visual inspection was performed and no visual anomalies were observed. Bench testing was performed and no anomalies were found.